Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that within 24 hours of implant date the patient had problems with their implant charging duration and charging frequency. Once the implant got to 30% battery the implant would not hold a charge. The caller mentioned that it took the patient 30-40 minutes sitting charging until the implant got above a 30% charge. No symptoms were reported.